Manufacturer narrative:
The impella device was returned for analysis and an evaluation of the device is on-going. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
A 67-year-old patient received hemodynamic support from an impella 5.5 smartassist heart pump due to acute myocardial infarction/cardiogenic shock. A leak in the purge line was reported, which could be bridged with a bypass. The patient suffered no harm as a result of the incident. At the time of the report, the impella 5.5 heart pump was still in operation.

Manufacturer narrative:
The investigation into the purge leak ¿ pump has been completed. The device was returned for benchtop investigation. However, the sidearm was cut and was not returned. The purge leak could not be investigated due to the sidearm not being returned. Data logs indicate the trend of the purge leak after 4 hours of pump usage which was resolved after sidearm bypass. Based on given clinical details, leak was observed after yellow luer was pulled tight by the nurse. Purge sidearm bypass was successfully performed by doctor. The cause of the purge leak was sidearm yellow luer damage due to excessive force was applied by nurse.